Manufacturer narrative:
The device was returned to olympus and the evaluation found corrosion at the electrical contact point of the video connector, corrosion on the scope mount, corrosion on the free lock lever, scratches on the lens of the main unit, crack on the video connector. Based on the results of the investigation, a definitive root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited corrosion at the electrical contact point of the video connector, corrosion on the scope mount, scratches on the lens of the main unit, corrosion on the free lock lever, and a crack on the video connector. There was no patient involvement.